Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Blurred image and vision, leaked bending rubber, indentation at the bending part, blocked operation channel,large area of black spots in the image. The device could not be used. There was no report of patient harm. The time of event is unknown.

Manufacturer narrative:
Evaluation summary: the pentax engineer checked with hospital staff. The defect was found during daily inspection. No harm was caused to the patient. The scope was repaired by the third party . Pentax was not available to get detailed information.